Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with lumbar myospasms. The investigator noted the event as mild in intensity. Pt had myospasms after pt was released from restrictions. Pt was non compliant with stretching and walking. Pt was sent for physical therapy which helped to alleviate myospasms. The event resolved with treatment in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as postoperative complication.